Event description:
Bowel injury treated with antibiotics and temporary diverting colostomy.

Manufacturer narrative:
At the time of this report, the MFR has received no form 3500a from the user facility. The training, mfg process, design, inspection, testing, lot records, etc. Were evaluated.